Event description:
Customer reported an issue with touchscreen responsiveness; pump screen was frozen and unresponsive. There was no adverse impact to the customer's blood glucose level. Customer attempted a pump reset without success and chose to use multiple daily injections to ensure insulin delivery was not interrupted. Technical support confirmed the pump was under warranty, instructed the customer to place it in storage mode, and return it using a pre-paid label with a replacement process initiated.